Manufacturer narrative:
The act and esc buttons did not respond due to corroded keypad traces. The unexpected restart alarm was unable to be verified due to button keypad anomaly. There was no moisture damage on the electronics and motor. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call keypad anomaly and unexpected restart alarm. Customer's blood glucose level was 97 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt all buttons were unresponsive. Customer advised the belt clip broke off, they were sweating and they received an unexpected restart alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.